Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. The instrument had a bent grip tang which prevented the instrument from opening. The components adjacent to the bent grip tang did not show damage. The grips did not show cracking damage. Review of the provided image was consistent with the customer reported complaint.

Event description:
It was reported that during the da vinci assisted surgical procedure, the prograsp forceps instrument could not open the jaws. The procedure was completed with no reported injury.

Manufacturer narrative:
While a definitive root cause could not be established, per mechanical engineering and failure analysis engineering review, the observed failure mode of bent grip tang were attributed to the potential root cause(s) of the scenarios (1) driving of the grip tips with full insertion axis force against a rigid object (may cause the entire grip set to twist and the tang to be forced into the force amp pulley bending it) and (2) forcing the instrument removal through the cannula (may cause the grip tang to get caught by the circumference of the cannula, causing the grip tang to become bent).